Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years 4 months following a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra valve, stenosis of the original transcatheter heart valve required a valve-in-valve (thv-in-thv) intervention. The original valve reportedly failed with halt and stenosis. According to the heart team's discussion, the failure may have been associated with possible under-expansion of the initial valve. Per follow-up communication, the patient's symptoms were shortness of breath and dizziness.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, stenosis, central regurgitation and leaflet thickening were confirmed based on the medical record. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, the patient had vast comorbidities (e.g. Hypertension, hyperlipidemia, cancer, etc.), which are known factors that may increase the risk of atherosclerosis leading to early valve degeneration/thickened leaflet, leading to central regurgitation and stenosis. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
A supplemental report is being submitted following the review of medical records received. Updated b4, g3, g6, and h2. Added an additional h6 device code. Corrected b5 based on medical record review. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years 4 months following a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra valve, stenosis of the original transcatheter heart valve required a valve-in-valve (thv-in-thv) intervention. The original valve reportedly failed with halt and stenosis. According to the heart team's discussion, the failure may have been associated with possible under-expansion of the initial valve. Per follow-up communication, the patient's symptoms were shortness of breath and dizziness. Per the medical record received, the transthoracic echocardiogram from approximately 5 months prior to the valve-in-valve procedure (3 years 11 months post index procedure) showed moderate central regurgitation, and aortic valve mean gradient of 24mmhg and an aortic valve area velocity time integral of 0.79 cm2.